Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report the patient's battery charger/modem seems to be draining the patient's batteries. A patient service representative visited later that day and contacted zoll customer support to report that the suspect battery charger/modem was experiencing constant resets. The patient was issued a replacement battery charger/modem and two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger resets) has been confirmed. Upon evaluation, the battery charger was found to have a defective internal component (u13). (B)(4). The cause for the defective component cannot be positively determined but was likely a random component failure. No adverse event resulted from the defective component. The patient was issued a replacement battery charger/modem. No problems were discovered with the patient's battery packs.